Event description:
It was reported that multiple intermittent occlusion alarms have occurred. There was no adverse impact on the customer's blood glucose level. The customer followed technical support instructions, which included disconnecting tubing and attempting corrective actions such as delivering boluses and replacing components; however, occlusion alarms persisted. Despite using approved insulin and multiple attempts to resolve the issue by changing cartridges and infusion sets, the problem continued. The customer, unwilling to continue its use, was instructed by customer support to return the malfunctioning pump and was provided with a replacement. The customer was informed about putting the pump into storage mode prior to its return and planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.